Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter coronary balloon to treat a lesion during a percutaneous transluminal coronary angioplasty (ptca). It was reported that there was poor retraction after balloon expansion. It was detailed that after the coronary angiogram, and during the course of ptca treatment, the balloon retracted poorly, and the patient developed chest discomfort. Measures were immediately taken, and the balloon was urgently withdrawn. After the balloon was withdrawn, the patient's symptoms were relieved. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was in the anterior descending branch. The device was inspected before use with no issues noted. It was not difficult to remove the protective sheath or the packaging stylette. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The balloon did not fail to deflate but deflated slowly. Deflation difficulties were noted after the first inflation to 16 atm. There were no difficulties noted during inflation of the device. The device was not moved or repositioned while inflated. A concentration of 2:1 saline/contrast was used. Patient weight provided. Lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an angiography was performed and showed that there was a right-dominant distribution of the coronary artery and that there was a normal opening, origin and distribution of left coronary artery. There was no obvious stenosis in left main (lm), with diffuse lesions at proximal, middle and distal segments of left anterior descending artery (lad), a stenosis of about 80-90% at the proximal and middle segments with timi3 forward blood flow. There was diffuse sclerosis at the proximal, middle and distal segments of lcx, a stenosis of about 90% at the distal segment, with timi3 forward blood flow. There was a normal opening, origin and distribution of rca, a stenosis of about 50-60% at the proximal and middle segments, and timi3 forward blood flow. The lesion was pre-dilated. The device was successfully removed with no adverse complications. The procedure was completed using a non-medtronic stent and non medtronic balloons. At the end of the procedure the angiography showed significantly reduced stenosis, no obvious dissection and timi3 forward blood flow. The patient had stable vital signs during and after the operation. The patient returned to the ward safely. Vital signs were observed postoperatively. A medtronic 6febu3.5 and a 6febu3.5 guide catheter were also used during the procedure with no issues noted. Patient history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.